Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: other relevant device(s) are: product ID: 9735225r, serial/lot #: (B)(4), product ID: 9733686, version #: (B)(4). The manufacturer representative went to the site to test the navigation system. The computer would not load the spine software. The computer was replaced all software installed successfully. B01, c13, d02 the computer was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The computer boots normally to the application screen. While trying to start the spine program the first_run.py window shows message -"installation failed". B01, c10, d02 the software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that after replacing the pc "last week," the site attempted to install the spine software and it did not work. They received a new disc and again the software would not install. This was reported outside of a procedure. There was no patient involved. It was reported that cause of the issue is unknown possible a faulty computer. Issue was resolved by replacing the computer.